Event description:
It was reported that during a transcatheter procedure involving the attempted implant of vlv evolutfx-29 in a patient with an annulus measured at 29 millimeters (mm), it was noted that the native annulus has minimal calcification and the valve would not stay in place despite 13% oversizing. The valve was recaptured twice due to positioning difficulties, and ultimately, a replacement of the medtronic valve was necessary. Subsequently, a vlv evolutfx-34 was inserted into the patient, advanced to the annulus, and deployed. Following initial deployment, the valve was recaptured due to the implant being too high. An infold in the valve frame was noted at a depth of 3 mm during the second deployment attempt. The valve was recaptured again and withdrawn from the patient. A new valve was inserted into the patient and successfully implanted. The positioning issues and infold contributed to a procedural delays of approximately 10 minutes. No patient complications have been reported as a result of this event. Additional information was received that the patient's perimeter measured 80.9 mm; therefore, sizing was between a 29 mm and a 34 mm valve. The initial valve was deployed over a non-medtronic guidewire with a deployment starting point at the bottom of the pigtail catheter. It was reported that at 80% deployment, the valve moved towards the aorta.

Manufacturer narrative:
Updated data: b5. Second paragraph added b7. Corrected data: d1. D4. H4. H6. Additional codes. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012338848); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012353778); product type: 0195-heart valves; product ID d-evolutfx-34 (lot: 0012399255); product type: 0195-heart valves; product ID evolutfx-34 (j199741); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Becomes known.

Event description:
It was reported that during a transcatheter procedure involving the attempted implanted of vlv evolutfx-29 in a patient with an annulus measured at 29 millimeters, it was noted that the native annulus has minimal calcification and the valve would not stay in place despite 13% oversizing. The valve was recaptured twice due to positioning difficulties. Ultimately, a replacement of the medtronic valve was necessary. Subsequently, a vlv evolutfx-34 was inserted into the patient, advanced to the annulus, and deployed. Following initial deployment, the valve was recaptured due to the implant being too high. An infold in the valve frame was noted at a depth of 3 mm during the second deployment attempt. The valve was recaptured again and withdrawn from the patient. A new valve was inserted into the patient and successfully implanted. The positioning issues and infold contributed to a procedural delay of approximately 10-minutes. No patient complications have been reported as a result of this event.